Manufacturer narrative:
(B)(4) .d10 ¿ cer opt type 1 tpr sleve 0mm, item# 650-1066, lot# 3128066 vivacit-e dm bearing 28x44mm, item# 110031012, lot# 64912289 oss finn mod prox fmrl rt 7cm, item# 150457, lot# 667980 oss 7cm diahpyseal segment, item# 150466, lot# 183630 multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00083. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the right hip to create a shorter construct due to patient's anatomy. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional corrected information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed, no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause could not be determined. It is likely, the root cause is not related to the items reported on this complaint. As we have received, the following information: revision procedure to create a shorter construct for the patient. There was nothing wrong with the implant. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h11. The following sections were corrected: h6. Based on the available information, the reported event cannot be confirmed. With the available information, a definitive root cause could not be determined. It is likely the root cause is not related to the items reported on this complaint as we have received the following information that the patient was skeletally immature and did not grow as fast as expected which led to needing to shorten the construct to match the other leg. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure of the right hip to create a shorter construct due to patient's anatomy. The patient was skeletally immature and did not grow as fast as expected which led to needing to shorten the construct to match the other leg. Attempts have been made and no further information has been provided.